Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and downloaded software. The ventilator passed calibrations and full performance verification testing per manufacture service manual.

Event description:
It was reported that, the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.